Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the head up function is not working and when he lifts the head up manually, the head section will drift back down.